Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and there was no indication that the product did not meet specification. Dhrs (device history record) for the freestyle libre sensor and freestyle libre sensor kit were reviewed, and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre sensor. The customer reported a scan of 'lo' (< 40 mg/dl) compared to competitor capillary result of 400 mg/dl. The customer had phone contact with her endocrinologist who lowered her insulin dosage. However, the customer was experiencing nausea and vomiting and went to hospital. The customer was diagnosed with hyperglycemia and treated with insulin via IV, and additionally phenergan (antihistamine/antiemetic) injection. There was no report of death or permanent injury associated with this event.